Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and detachment occurred. Vascular access was obtained via the left femoral artery. Target lesion was located in severely tortuous iliac artery. A 10.0 x40, 75cm charger balloon catheter was advanced to target lesion without difficulty. The balloon was inflated and during an unknown inflation, and unknown atms, a balloon rupture occurred. During withdrawal of the charger balloon catheter the balloon became caught on the edge of a 6f non-bsc introducer sheath and a piece of the balloon sheared off into the iliac artery. The charger balloon catheter was removed. Physician retrieved the sheared balloon piece with a snare, and no device fragment remained inside the patient. No further patient complications were reported and the patient's status is fine. No additional actions were necessary as the procedure was completed with this device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).